Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was facing an issue with the carelink app. Customer was unable to accept the terms of use. No harm requiring medical intervention was reported. Troubleshooting was performed and the issue was not resolved. It is unknown whether the customer will continue to use the app or not. The device will not be returned for analysis.

Manufacturer narrative:
Complaint summary: user reported being unable to consent to terms of use or privacy policy. Investigation/testing summary: an attempt to reproduce the reported issue was made using carelink peresonal however it was confirmed the issue is not reproduced. The following steps to resolve the issue were provided to the technical support: - does the user have browser translation turned on in chrome? - can they try using a different browser or computer and verify if they still have the issue? - if that does not work, can they clear their browser's cache and try again? Helpline reported that issue was resolved and consents could be accepted. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified. (Most likely) root cause: most likely a local browser or network configuration due to self resolution without carelink intervention or updates. Analysis summary: helpline reported issue resolved. Likely due to local configuration on user's device. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.